Manufacturer narrative:
A ge oec service representative investigated the issue and with facility bme isolated the issue to a corrupt hard drive that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to be mixing pt image files.